Manufacturer narrative:
No product is being returned to applied medical for evaluation. A follow-up report will be sent upon completion of the investigation. This report is to follow-up medwatch # mw5107308.

Event description:
Procedure performed: robotic prostatectomy event description: complaint created based on medwatch received by mail. Report number mw5107308. During robotic prostatectomy, part of the black rubber piece of the 12x100 mm trocar broke off into the patient. It was noticed on the camera by the scrub tech. The piece was retrieved, and the packaging to the trocar returned to materials. All pieces accounted for. FDA safety report ID # (B)(4). Medwatch form indicates that the event unit was returned to the manufacturer however applied medical has not received the event unit and has not received any similar complaints that match the description of the event in mw5107308. This is an anonymous complaint filed by an unknown reporter via medwatch. Thus, no further information can be obtained. Product not available for return as no reporter information was provided. Intervention: the piece of trocar was removed from the patient. Patient status: medwatch form indicates a patient injury event that required intervention.

Event description:
Procedure performed: robotic prostatectomy. Event description: complaint created based on medwatch received by mail. Report number mw5107308. During robotic prostatectomy, part of the black rubber piece of the 12x100 mm trocar broke off into the patient. It was noticed on the camera by the scrub tech. The piece was retrieved, and the packaging to the trocar returned to materials. All pieces accounted for. FDA safety report ID # (B)(4). Medwatch form indicates that the event unit was returned to the manufacturer however applied medical has not received the event unit and has not received any similar complaints that match the description of the event in mw5107308. This is an anonymous complaint filed by an unknown reporter via medwatch. Thus, no further information can be obtained. Product not available for return as no reporter information was provided. Intervention: the piece of trocar was removed from the patient. Patient status: medwatch form indicates a patient injury event that required intervention.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. Based on similar events, it is likely that the reported event was caused by non-axial insertion or removal of asymmetrical instruments through the trocar. Applied medical's instructions for use (IFU) states that, "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing." This report is to follow-up medwatch # mw5107308.